Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". Per tandem's user guide check your t:flex system¿s personal settings to ensure they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55mg/dl due to overcorrecting for a meal. The customer consumed sugar tablets to address their bg level. During a system check it was observed that the customer did not have a correction factor or target blood glucose level set up on their pump settings and they did not know what these values should be. Tandem technical support advised the customer to contact their healthcare provider in order to verify these values.